Event description:
The jetstream catheter was used to treat two lesions in the popliteal artery. The proximal lesion was treated with the jetstream catheter with a good result. However, during treatment of the distal lesion, the patient jerked her leg multiple times due to the sedative she was given for the procedure. Whenever she would start to "wake-up" she would move her legs. The leg movement caused the device tip to stop spinning. Subsequently, the device was unable to maintain adequate rpms to treat the lesion. A post-treatment angiogram revealed a perforation in the popliteal artery. Two stents were used to cover the area with a good result. The patient was discharged home with no further complications.

Manufacturer narrative:
The jetstream catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.